Manufacturer narrative:
For the reported 4 malfunctions, 3 lot numbers were provided, and 3 lot history reviews were performed. One original sample was returned as well as two lot samples. One sample was not returned however a photo was provided for review. For the two lot samples that were returned, the investigations are inconclusive. The company is still investigating the remaining device and photo at this time.

Event description:
This report summarizes 4 malfunctions. A review of the reported information indicated that model 0606560 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. Of the 4 malfunctions, 4 involved patients with no patient consequences. Age, gender and weight was not provided for the reported patients.

Manufacturer narrative:
H10: for the reported 4 malfunctions, 3 lot numbers were provided, and 3 lot history reviews were performed. One original sample was returned as well as two lot samples. One sample was not returned however a photo was provided for review, the result of investigation is confirmed for a fluid leak. For the two lot samples that were returned, the evaluation did not identify a leak. The malfunction that did not return a sample is inconclusive for the reported fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 4 malfunctions. A review of the reported information indicated that model 0606560 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. Of the 4 malfunctions, 4 involved patients with no patient consequences. Age, gender and weight was not provided for the reported patients.